Event description:
It was reported that signal loss over one hour occurred for theg6 transmitter(ios). However, data for the g7 wearable (ios) was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).